Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarms. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was observed during evaluation. The alarm was caused by a failed upper hook switch. The upper auxiliary assembly (including the hook switch) was replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.